Event description:
Patient reported that one of her solis pump (sn# (B)(6)) is malfunctioning and beeping with the screen flashing/blinking msg says error in the line. Patient switched to back-up pump. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; " did we replace device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; " what is the outcome of the event? Resolved.